Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: three events were reported for this quarter. Product return status: three devices were received for evaluation. Evaluation status: two events were confirmed during testing. -two devices were found to be affected by corrosion. One event was not confirmed during testing; however, failures unrelated to the reported event were detected. -one device was found to be affected by corrosion. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was shedding metal debris. Three events had patient involvement; no patient impact.